Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29mm transcatheter bioprosthetic valve, into a native valve with a 77.7mm annulus, the valve dislodged ventricular. The inflow portion of the valve was positioned in the left ventricular outflow tract; the physician attempted to pull the valve aortic into position using two snare catheters, but the valve would not fix to the aorta and was pulled into the ascending aorta where it was abandoned and remained mobile. It was reported the ascending aorta was large in diameter which contributed to the inability of the valve to anchor. Subsequently, a second 29mm valve was successfully implanted at a depth of 2mm. No additional adverse patient effects were reported.